Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. There was no impact to the customer's blood glucose level. It was indicated that manual injections would be used for diabetes management.